Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one device sample was received. No damage to the cuff was observed. The valve installed on the pilot balloon was damaged, the internal mechanism of the valve was out of place, and it was not possible to connect a syringe to inject air into the inflation system. The complaint was confirmed. The most probable root cause is that the damage occurred after the product left the manufacturing facility due to an unknown cause. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff pilot balloon was noted as broken on test inflation. The one-way valve was wedged. There was patient involvement with no human harm reported.